Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06789, 2938836-2019-06790. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
Related manufacturer reference number: 2938836-2019-06789, 2938836-2019-06809 it was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.